Event description:
The manufacturer was contacted in reference to dreamstation auto device. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, nausea/vomiting and reduced cardiopulmonary reserve. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Manufacturer narrative:
In the previous report, the manufacturer had filed it as unrelated to recall which was corrected/updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, nausea/vomiting, dizziness and/or headache. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section c and section h has been updated/corrected.